Event description:
I had the essure put in (B)(6) 2011 as a form of tubal ligation. In (B)(6) 2012, I was hospitalized for a kidney stone. Prior to 2012, I had never had any issues with kidney stones. (B)(6) 2013, I had my first bout with bursitis in my right shoulder, in 2014, I had bursitis in my left shoulder. In (B)(6) 2015 I went to ER with extreme pain in my right hip. Our???doctor treated it as bursitis. By (B)(6) I was at my pcp having blood work done due to still having extreme pain in my hip area. My results came back with an elevated ra factor of 27. Pcp referred me to a rheumatologist for further treatment/diagnosis. In (B)(6) 2015 I was diagnosed with fibromyalgia. I am currently on 2 different medications to help with the pain. I suffer on a daily basis. I have no family history of fibromyalgia on either side of my family and didn't start having any problems health-wise until after I had the essure procedure done in 2011. Along with the fibro pain, I also experienced a hormonal imbalance in (B)(6) 2013 and had to take medication in order to regulate my estrogen levels. Since my fibromyalgia diagnosis, I live in continuous pain and, having 8 children, makes my daily battle even harder.